Event description:
The dental implant fx3812mlc was removed on (B)(6) 2017 due to loss of osseointegration 1 month after implantation. The doctor indicated lack of primary stability was cause for implant removal. The patient has no significant medical history. The patient has been recovered without complications.